Event description:
It was reported that the customer was in a car accident and was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 34 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.